Event description:
"Caller alleged discrepant results compared with the lab."

Manufacturer narrative:
Mar-25-2009. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: all testing was performed in 2009. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 3 fall outside the limits, so the criteria area not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned.